Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed no audio prompts. Physio determined that the cause of the observed issue was that the lid reed switch was remaining shorted when the lid of the device was opened. This caused the device to appear as if it was not completing a boot up cycle. Physio then replaced the lid reed switch per technical service updated (tsu) 356 and after observing proper device operation through functional and performance testing the device was returned to the customer for use.  UDI = (B)(4).

Event description:
The customer sent their device in to have technical service update 356 performed. No issue was reported by the customer. When physio-control evaluated the device, it was observed that the device did not have audio prompts. Without audio prompts, the device may not have the ability to be used on a patient, if needed. There was no patient use associated with this event.